Event description:
The pump was returned for investigation. Investigation revealed a dim display screen. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump did not present with any errors, alarms or warnings. The black box download, revealed multiple ¿replace battery¿ alarms and that numerous ¿rewind¿/¿load¿/¿prime¿ steps had been performed. The display screen was observed to be dim and the characters were faded with a reddish tint. The pump was opened for further investigation and there was no evidence of moisture seen inside the pump. The power flex, battery terminal connections and printed circuit board components were visually inspected and no defects were observed. (B)(6).